Event description:
It was reported that before an unknown procedure, external box was found to be damaged upon inspection. It was not determined if this occurred in the hospital storage or during/before delivery. The result is that in five of the reloads internal packaging has become damaged and the plastic punctured so no longer sterile. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External cause. Customer reported that external box was found to be damaged and that five reloads packaging were damaged. Five individual packages were returned for evaluation, but the condition of the sales unit carton could not be verified as it was not returned. Upon inspection of the returned packages, it was confirmed that there were holes in the tyvek lids of two packages. For one of the packages, the damage aligns with a sharp edge of the cartridge. The other damaged package shows evidence that pressure may have been applied to the package causing the cartridge to rub against the topstock creating a hole. The lot record was reviewed and no anomalies were noted during the manufacturing process.